Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.